Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -was surgery delayed due to the reported event? --> no, -was procedure successfully completed? --> yes, -were fragments generated? --> no, -patient status/ outcome / consequences --> no, the following information was requested, but unavailable: -if yes, were they removed easily without additional intervention? --> unknown, -was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, -is the patient part of a clinical study --> unknown, a manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a breast and endocrine procedure on (B)(6) 2025 and barbed suture was used. A suture dislodged from the needle when surgeon was stitching and was about to change suture. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/24/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: 1. Could you please clarify if wrong device belongs to this complaint? Ans: no 2. If not, could you please clarify if the wrong received product belongs to a different complaint? If so, can you please provide the complaint number. Ans: it does not belong to the complaint, this was the replacement sutures given to meh 3. If the device was not reported before, please provide more details of device malfunction. Ans: as above 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. Ans: kindly discard, thanks.